Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty removing the patient line of a cassette from the female connector of a minicap transfer set which resulted in separation between the female connector and the main body of the transfer set. This occurred during use of the devices for peritoneal dialysis therapy. No visual damage was found on the devices. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with attached to a beige patient connector. A visual inspection with the naked eye noted that the female connector separated from the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.